Event description:
.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) but did not receive a shock. The ICD was interrogated and an error code was displayed indicating that the capacitor charge time exceeded the limit. As a result, the ICD declared end of life (eol). A revision was performed and the ICD was successfully replaced. The boston scientific right ventricular defibrillation lead and the competitor's pace/sense lead was capped and successfully replaced with a new defibrillation lead. No additional adverse patient effects were reported. The ICD will be returned for laboratory analysis.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded after a maximum shock was attempted. After two additional shocks were attempted, the device battery status moved to end of life (eol) due to long charge times exceeding 45 seconds. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the maximum energy shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the additional high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis concluded that the device was damaged as a result of a shorted lead condition by the implanted right ventricular (rv) lead that occurred during shock delivery.